Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit received with minor scratched lcd window.

Event description:
Customer reported hospitalization due to high blood glucose reading. Customer states that the blood glucose reading was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.